Event description:
Information was received indicating that this cadd administration set was leaking at the filter. The reported issue was observed after 24 hours of an antibiotic infusion. The affected item was discarded by the customer. There was no patient injury due to the reported event.

Manufacturer narrative:
Device evaluation: cadd administration sets was returned for analysis. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found at least in one join of the filter with the tube in both samples received. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions. No leaks were detected from the delamination joins nor other solvent bonds, or the air vent in any of the sample received. The customer's reported problem could not be duplicated. The reported issue root cause cannot be determined since the complaint was not confirmed due to the fact the leak test was successfully passed. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer as awareness of the defect reported by the customer.